Event description:
On (B)(6) 2014, a pt was lifted off of the ge infinia hawkeye table onto a gurney and wheeled out of the room. The tech pushed the "unload" button to set the table up for the next pt and walked out of the room. When the table was fully lowered, it tipped over and fell over its side. A staff member said that he saw the table fall over slowly and there was no objects around the table. There was no pt or staff injuries.